Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had unexpected longevity when it met the elective replacement indicator (eri). Additionally, it was reported that the right ventricular (rv) lead had chronic, high thresholds. The crt-d was explanted and replaced. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.